Event description:
It was reported that the patient experienced hypoxia, st changes, localized chest pain, and discomfort. After a pulse field ablation (pfa) procedure using a faradrive sheath, and prior to patient discharge, the patient was sent to the intensive care unit (ICU) after manifesting hypoxia, st changes, discomfort, and localized chest pain. The patient was not oxygen dependent, and the symptoms looked like pericarditis, but this has not been confirmed. The issue is ongoing.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.